Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation. Per the operative report: "the patient was weaned from bypass without difficulty. Unfortunately, another eccentric jet was noted. There was no evidence of perivalvular leak, we were concerned that this valve was so tight that possibly there was a bending of one of the posts upon insertion that this led to an acceptable amount of regurgitation."

Manufacturer narrative:
(B)(4) sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had another device explanted at implant, (B)(4). The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.